Event description:
Related manufacturer reference number : 2017865-2022-01378. It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, ventricular noise was sensed by the right ventricular lead which caused sensing of varied r-waved amplitudes. Additionally, the pacemaker was found in back up operation. Programming interventions were made. The patient was stable.